Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not feeling good; he was having hard chills without fever. The issue started on (B)(6) 2016. The customer had many health problems; nine stints, had blood in urine, was just diagnosed with kidney issues, had sudden cardiac death syndrome and was using a defibrillator pacemaker. The caller stated that the customer passed away on (B)(6) 2016 in an ambulance. The cause of death was respiratory failure and cardiac issue. The customer's blood glucose was 512 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors or not. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Data analysis history download shows that between the dates of (B)(6) 2016 the insulin pump had a daily total of 65.9u to 86.5u a day, bolus total was 21.3u to 41.4u a day and basal total was 43.9u to 45.1u a day. The insulin pump was received with depleted battery.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.